Manufacturer narrative:
(B)(4). Eval results: stroke. Eval conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
Three endeavor sprint rx drug eluting stents were implanted; one to the distal rca, proximal lad and mid lad. Pt was asymptomatic at 30 day follow up, had stable angina at 6 months f/u, asymptomatic at 1 and 1.5 year f/u, and had stable angina at 2 and 2.5 year f/u. Approx 2 years 9 months post index procedure, pt suffered an acute cerebral ischemic stroke. The investigator reports that the event had no relation to the study device /procedure /drug/. Pt was asymptomatic at 3 years f/u. (B)(4).